Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for symptoms. The expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer did/ did not report symptoms of pain in stomach and joints and vomiting. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states that her normal range is about 100-125 mg/dl fasting. Customer states that her results are never over 120 mg/dl. Customer states that she started taking the new medication januvia on (B)(6) 2017. The medication made her sick and was throwing up, with pain in her stomach and her joints she had to go to the hospital on (B)(6) 2017 but was release on (B)(6) 2017 saturday evening. The doctors at the hospital ran a blood test and the result was over 200 mg/dl. Customer was not really given a diagnosis as to why she was in the hospital. Customer feels a lot better and has stop taking her diabetes medication. Customer states that she does not believe the doctor. Customer just wants to run the control solution test to check the meter. Customer control solution have been open up for 5-8 months. Per follow up 08/22/2017 husband states customer is in hospital since (B)(6) 2017. Awaiting details on hospital visit. Unable to reach customer after several follow up attempts.